Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the lead was not capturing at maximum output. The lead was successfully repositioned with appropriate capture and sensing.